Event description:
The customer reported via telephone call that there was a hospitalization for a hypoglycemic event. The blood glucose reading at the time of the event was 32 mg/dl. The customer treated with food. The blood glucose reading was brought up to 140 mg/dl. The customer stated that the drive support cap appeared to be normal and recessed. The customer had proper priming technique and correct settings, the reservoir showed the same amount of insulin as shown on the status screen, and that the insulin pump was not exposed to a strong magnetic field. The customer reported a blood glucose of 53 mg/dl, she ate and checked the blood glucose again and it was 46 mg/dl. A threshold suspend alarm was noted twice that morning. The customer was advised to contact a health care practitioner regarding the low blood glucose and was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.